Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system  - controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 31-oct-2024 / serial or lot#: (B)(6); d9: no h3: no h4: mfg date: 19-oct-2023 h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited multiple unexpected losses of power. The ventricular assist device (vad) also exhibited power outside normal range. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller ((B)(6)) were not returned for evaluation. A review of the manufac turing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed consistent increases in power consumption to parameters above the normal operating range throughout the analyzed period; however, no alarms were logged within the analyzed period. In addition, log file analysis revealed that two (2) controller power-up events, with associated motor start events, were logged on (B)(6) 2025 at 11:55:48 and on (B)(6) 2025 at 02:50:00. The data point prior to the first loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with (B)(4) relative state of charge (rsoc). The data point after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with (B)(4) rsoc and a power adapter was connected to power po rt two (2). The data point after the second loss of power revealed that (B)(6) was connected to power port one (1) and a power adapter was connected to power port two (2). The controller was without power for 12 seconds, and 11 seconds, respectively. No anomalies were observed leading up to the losses of power. As a result, the reported losses of power and high-power events were confirmed. Based on the available information, the device may have caused or contributed to the reported high-power event. Based on risk documentation, multiple factors may have contributed to the reported high-power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. The most likely root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that pioneer controller cac adapter, when connected to the controller, would intermittently not provide power and become disconnected. The ventricular assist device coordinator attempted to duplicate the issue but was unsuccessful. The coordinator inspected the connections of the controller and did not report any damage or debris. The cac adapter was exchanged which did not resolve the issue, and the controller had gone into "reset mode" and the vad speed dropped to 380 rpm and flow dropped to 2.1 and then turned off which occurred twice. Later the next month, there were "battery toggling" issues which led to pump stops. After replacing all the batteries and the ac adapter did not resolve the issue, it was decided to exchange the controller. The controller was exchanged in the emergency room, and at the time the patient reported shortness of breath and lightheadedness.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and updated investigation results. Additional products: d1: heartware ventricular assist system - controller d4: model #: 1420 / catalog #: 1420 / expiration date: 31oct-2024/ serial #: (B)(6) d9: yes, return date: 27-jun-2025 h3: yes additional products: d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430it / catalog #: 1430it / expiration date: / serial or lot #: d9: no h3: yes h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Revised product event summary: the pump (B)(6) and a controller ac adapter with unknown serial number were not returned for evaluation. Two (2) controllers (B)(6) were returned for evaluation. No performance allegations were made against (B)(6). A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue and the serial number for the controller ac adapter was not available. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of con427105 revealed that the device passed visual inspection and functional testing. Log file analysis revealed that the controller (B)(6) was an unused backup controller. Internal visual inspection did not find any anomalies. Failure analysis of (B)(6) revealed that the controller passed functional testing. Visual inspection of (B)(6) revealed contamination within both power ports. Supplemental testing was performed, and the test results revealed contamination on the power port pins and that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion; no damage was observed with the controller receptacles' springs and troughs. Internal visual inspection did not reveal any anomalies. Log file analysis revealed that the controller in use during the reported event (B)(6) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several instances of premature power switching events that were due to momentary disconnections involving (B)(6). Additionally, log files revealed several premature power switching due to communication errors involving (B)(6). Further analysis of the data log file revealed instances involving (B)(6) where the batteries' relative state of charge (rsoc) was between 101-201, which is indicative of communication errors. As a result, the reported ¿battery toggling" events, likely related to power switching, involving (B)(6) were confirmed. The associated batteries had been lubricated prior to release. Log file analysis also revealed two (2) controller power-up events, with associated motor start events, were logged on 13/may/2025 at 11:55:48 and on 15/may/2025 at 02:50:00. The data point prior to the first loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 95% relative state of charge (rsoc). The data point after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 94% rsoc and a power adapter was connected to power port two (2). The data point after the second loss of power revealed that (B)(6) was connected to power port one (1) and a power adapter was connected to power port two (2). The controller was without power for 12 seconds, and 11 seconds, respectively. No anomalies were observed leading up to the losses of power. The controller losses of power are likely related to the reported "reset mode" and pump stops. Log file analysis did not reveal any anomalies involving the controller ac adapter. As a result, the reported controller ac adapter not providing power and intermittent disconnections events involving the adapter could not be confirmed due to insufficient evidence. Log file analysis also revealed consistent increases in power consumption leading to parameters above the normal operating range throughout the analyzed period. No low flow or high watt alarms were logged in the analyzed period. As a result, the reported losses of power and high power events were confirmed and the reported low flow and low speed event could not be confirmed. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on 24/jun/2025 at 14:42:24, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the inability of the controller ac adapter to provide power may be attributed, but not limited, to a solder defect, faulty internal component and/or an open circuit along the output cable. The most likely root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the ¿battery toggling¿ likely related to power switching events can be attributed to a communication error and/or momentary disconnections due to fretting corrosion of the controller-port/power-source pins, and/or contamination on the controller receptacle sockets/power source pins. Even though this CAPA I s now closed, (B)(6) and associated batteries fall in scope of this CAPA. The most likely root cause of the observed contamination events involving (B)(6) can be attributed to the handling of the device. The most likely root cause of the observed vad disconnect alarm can be attributed to the reported controller exchange. Based on the available information, the device may have caused or contributed to the reported high power event. A possible cause of the reported low flow and low speed event could not be determined as the available log files did not reveal instances of low flow and/or low speed. Based on risk documentation, multiple factors may have contributed to the reported high power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Per the instructions for use, respiratory dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.